Event description:
Bayer case number: (B)(4). Chronic pain [pelvic pain female]. Neurological issues [neurological disorder nos]. Joint and muscle pain [arthromyalgia]. Memory loss [memory loss]. Chronic fatigue [chronic fatigue]. Visual issues [visual disturbance]. Cognitive issues [cognitive disorder]. Gastrointestinal issues [gastrointestinal disorder]. Various dermatological problems. [Skin disorder]. Dermatosclerosis in my ankle [dermatosclerosis]. Inguinal hernia [inguinal hernia]. Abdominoplasty [abdominoplasty]. Pyoderma gangrenosum [pyoderma gangrenosum]. A basal cell carcinoma [basal cell carcinoma]. Scars [scarring]. Essure implants were really slowly poisoning me [metal poisoning]. Poor essure tolerance [device intolerance]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 13-apr-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("chronic pain") in a 36-year-old female patient who had essure inserted (lot no. 641432) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of caesarean section. The only concomitant product mentioned was betadine (povidone-iodine). On (B)(6) 2009, the patient had essure inserted. In 2010 she experienced scleroderma ("dermatosclerosis in my ankle") and scar ("scars"). Essure was removed on (B)(6) 2026. On unknown date she experienced pelvic pain (seriousness criterion intervention required), nervous system disorder ("neurological issues"), arthralgia ("joint and muscle pain"), amnesia (" memory loss"), fatigue (" chronic fatigue"), visual impairment ("visual issues"), cognitive disorder ("cognitive issues"), gastrointestinal disorder ("gastrointestinal issues"), skin disorder ("various dermatological problems."), inguinal hernia ("inguinal hernia"), pyoderma gangrenosum ("pyoderma gangrenosum"), metal poisoning ("essure implants were really slowly poisoning me") and device intolerance ("poor essure tolerance"), was found to have basal cell carcinoma ("a basal cell carcinoma") and underwent abdominoplasty ("abdominoplasty"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy and removed from my back in 2020). At the time of the report, the nervous system disorder, arthralgia and cognitive disorder had resolved. The outcomes for pelvic pain, amnesia, fatigue, visual impairment, gastrointestinal disorder, skin disorder, scleroderma, inguinal hernia, abdominoplasty, pyoderma gangrenosum, scar, metal poisoning and device intolerance were unknown. The reporter considered abdominoplasty, amnesia, arthralgia, basal cell carcinoma, cognitive disorder, device intolerance, fatigue, gastrointestinal disorder, inguinal hernia, metal poisoning, nervous system disorder, pelvic pain, pyoderma gangrenosum, scar, scleroderma, skin disorder and visual impairment to be related to essure administration. The reporter commented: occurrence period: from approximately 2015 to (B)(6) 2026. ¿I had no health problems before these devices were inserted. In 2010, I had a warning sign of dermatosclerosis in my ankle, I underwent a needle aspiration. The cause was unknown. I started experiencing side effects in 2015, and my condition suddenly deteriorated in 2019. Following surgery to repair an inguinal hernia and abdominoplasty. I experienced very serious complications requiring blood transfusions (three units) and abdominal wound healing problems with pyoderma gangrenosum. Unfortunately, I cannot prove anything, but I¿m sure these post-operative complications are closely linked to my implants. A basal cell carcinoma was removed from my back in 2020 (I never expose my skin to the sun?). In short, I have continued to have dermatological problems and scars since 2010, carcinoma? Inflammatory pyoderma? Scleroderma? That¿s a lot of significant dermatological symptoms! Following all of this, all the other problems I have listed have become part of my daily life... A nightmare, a long medical ordeal (I've seen a neurologist, a rheumatologist, a dermatologist...) Trying to understand what was happening to me... For about 10 years I was never myself, but it was if I were trapped in a body that was no longer mine... An 80-year-old¿s body!! With all the chronic pain imaginable. The consequences of the fitting of these essure devices since 2015 have been terrible! Leaving no doubt as to my situation. Am reporting this so that it won¿t happen again. At no point, and I mean no point, was I told that these devices were coated with nickel!!! And other stainless steels before my procedure. My little essure identification card was given to me one month after my surgery, during my hysterosalpingography. I confess I only paid attention to it last year when I decided to read it carefully . I would never have had this procedure if I had been informed in detail about the composition of these implants!! Never!! Unacceptable!! I found out last year that I wasn¿t the only one in this nightmare... And that the only solution was to have them removed... After having two children and being certain that I wouldn¿t have any more, I decided with my gynaecologist that tubal ligation would be the best solution for me! In 2009¿ I want to reiterate again that before then I had absolutely no health problems, none!! I didn¿t want hormones to preserve my health¿ results of medical records since 2015 . My health has become a nightmare!!! Here I am, 11 days after my hysterectomy and I¿m already feeling the benefits... No more neurological pain... No more joint pain... And a clear improvement in my cognitive function!!! Working in the medical field and possessing all my mental faculties (no, it wasn¿t all in my head), I can assure you that these essure implants were really slowly poisoning me!!! I am reporting this so that this never happens again in the future. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 79 kg. [Ultrasound scan] (date unknown): the uterus is small with a thin endometrium; the ovaries are atrophic. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Chronic pain [pelvic pain female], neurological issues [neurological disorder nos], joint and muscle pain [arthromyalgia], memory loss [memory loss], chronic fatigue [chronic fatigue], visual issues [visual disturbance], cognitive issues [cognitive disorder], gastrointestinal issues [gastrointestinal disorder], various dermatological problems. [Skin disorder] dermatosclerosis in my ankle [dermatosclerosis], inguinal hernia [inguinal hernia] , abdominoplasty [abdominoplasty], pyoderma gangrenosum [pyoderma gangrenosum], a basal cell carcinoma [basal cell carcinoma], scars [scarring] , essure implants were really slowly poisoning me [metal poisoning] , poor essure tolerance [device intolerance] , case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 13-apr-2026. The most recent information was received on 23-apr-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("chronic pain") in a 36 year-old female patient who had essure inserted (lot no. 641432) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of caesarean section. The only concomitant product mentioned was betadine (povidone-iodine). On (B)(6) 2009, the patient had essure inserted. In 2010 she experienced scleroderma ("dermatosclerosis in my ankle") and scar ("scars"). Essure was removed on (B)(6) 2026. On unknown date she experienced pelvic pain (seriousness criterion intervention required), nervous system disorder ("neurological issues"), arthralgia ("joint and muscle pain"), amnesia ("memory loss"), fatigue ("chronic fatigue"), visual impairment ("visual issues"), cognitive disorder ("cognitive issues"), gastrointestinal disorder ("gastrointestinal issues"), skin disorder ("various dermatological problems."), inguinal hernia ("inguinal hernia"), pyoderma gangrenosum ("pyoderma gangrenosum"), metal poisoning ("essure implants were really slowly poisoning me") and device intolerance ("poor essure tolerance"), was found to have basal cell carcinoma ("a basal cell carcinoma") and underwent abdominoplasty ("abdominoplasty"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy and removed from my back in 2020). At the time of the report, the nervous system disorder, arthralgia and cognitive disorder had resolved. The outcomes for pelvic pain, amnesia, fatigue, visual impairment, gastrointestinal disorder, skin disorder, scleroderma, inguinal hernia, abdominoplasty, pyoderma gangrenosum, scar, metal poisoning and device intolerance were unknown. The reporter considered abdominoplasty, amnesia, arthralgia, basal cell carcinoma, cognitive disorder, device intolerance, fatigue, gastrointestinal disorder, inguinal hernia, metal poisoning, nervous system disorder, pelvic pain, pyoderma gangrenosum, scar, scleroderma, skin disorder and visual impairment to be related to essure administration. The reporter commented: occurrence period: from approximately 2015 to 30-mar-2026. ¿I had no health problems before these devices were inserted. In 2010, I had a warning sign of dermatosclerosis in my ankle, I underwent a needle aspiration = the cause was unknown. I started experiencing side effects in 2015, and my condition suddenly deteriorated in 2019 following surgery to repair an inguinal hernia and abdominoplasty. I experienced very serious complications requiring blood transfusions (three units) and abdominal wound healing problems with pyoderma gangrenosum. Unfortunately, I cannot prove anything, but I¿m sure these post-operative complications are closely linked to my implants. A basal cell carcinoma was removed from my back in 2020 (I never expose my skin to the sun?). In short, I have continued to have dermatological problems and scars since 2010¿ carcinoma? Inflammatory pyoderma? Scleroderma? That¿s a lot of significant dermatological symptoms! Following all of this, all the other problems I have listed have become part of my daily life... A nightmare, a long medical ordeal (I've seen a neurologist, a rheumatologist, a dermatologist...) Trying to understand what was happening to me... For about 10 years I was never myself, but it was if I were trapped in a body that was no longer mine... An 80-year-old¿s body!! With all the chronic pain imaginable. The consequences of the fitting of these essure devices since 2015 have been terrible! Leaving no doubt as to my situation. Am reporting this so that it won¿t happen again. At no point, and I mean no point, was I told that these devices were coated with nickel!!! And other stainless steels before my procedure. My little essure identification card was given to me one month after my surgery, during my hysterosalpingography. I confess I only paid attention to it last year when I decided to read it carefully . I would never have had this procedure if I had been informed in detail about the composition of these implants!! Never!! Unacceptable!! I found out last year that I wasn¿t the only one in this nightmare... And that the only solution was to have them removed... After having two children and being certain that I wouldn¿t have any more, I decided with my gynaecologist that tubal ligation would be the best solution for me! In 2009¿ I want to reiterate again that before then I had absolutely no health problems, none!! I didn¿t want hormones to preserve my health¿ results of medical records since 2015 . My health has become a nightmare!!! Here I am, 11 days after my hysterectomy and I¿m already feeling the benefits... No more neurological pain... No more joint pain... And a clear improvement in my cognitive function!!! Working in the medical field and possessing all my mental faculties (no, it wasn¿t all in my head), I can assure you that these essure implants were really slowly poisoning me!!! I am reporting this so that this never happens again in the future. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 79 kg. [Ultrasound scan] (date unknown): the uterus is small with a thin endometrium; the ovaries are atrophic. Note: according to bayer qa, the batch number 641432 is not valid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reason for the reported complaint. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-apr-2026: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.